Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the lcsc1 curved shears locked out during the middle of the case. The generator was emitting a solid tone. They tried cleaning the tip and retorquing, but is still locked out. Another lcsc1 instrument was used to complete the case. There was no consequence to the pt.